Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported to philips that the system was unable to start up. The philips remote service engineer (rse) inspected the system remotely and performed troubleshooting, which revealed the pdu fan tray to be defective. The review of system log files showed malfunction of pdu fan tray. To resolve the issue, the pdu fan tray part had been sent to the customer and the part was replaced. The defective pdu fan tray part was sent for further analysis but the cause of the pdu fan tray could not be determined by the supplier's part analysis. After the replacement, it was confirmed that the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The device problem code and evaluation method code was corrected.

Event description:
It was reported to philips that the system's geometry failed, which can prevent geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.